Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 other complaint for this lot of 296 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that three devices were broke in the case when the surgeon inserted them during arcr surgery. One of the devices in question will be returned for investigation, but the other two were discarded at the hospital. The fourth device was used to complete the case . It was reported that there was nothing left in the patient. No surgical delay or harm to the patient was reported. Additional information: did the anchors break while tensioning suture? Unknown. Either tensioning or inserting. Which awl was used? Yes. What type of suture was used? Orthocord. How many tails of suture were used? 4. What type of bone quality did the patient have? Unknown. Were the sutures detached from the ring cleats? Unknown. Was the stay suture removed? Yes.